Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified and duplicated the reported issue. Physio replaced the power supply assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly and determined the cause of the reported issue was due to low output voltage. This caused the device to lose power when charging a battery.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself. The customer also reported that while the device had a fully charged battery and charging a new battery, the device was plugged in and running for a short time when they observed the device power itself off. There was no patient use associated with the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself. The customer also reported that while the device had a fully charged battery and charging a new battery, the device was plugged in and running for a short time when they observed the device power itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined the cause of the reported issue was due to the eos module having a low voltage output of 10.5 vdc when required output is 12 vdc. Further component troubleshooting not available due to the eos module being an OEM component.